Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, pre-close placement of the sutures was attempted in a mildly calcified and mildly scarred right common femoral artery through a 6-french access site using perclose proglide devices. Reportedly, during deployment of six proglide devices a suture retrieval issue occurred. The devices were removed over a guide wire. The suture of two additional proglide devices were sequentially deployed 60 degrees opposite in orientation and clamped to the side. The access site was upsized to 14-french to accommodate the aaa repair catheter. After conclusion of the aaa repair procedure, the knots from the two proglide devices were advanced and tightened to achieve hemostasis. There were no reported adverse patient sequelae. There was a reported significant clinical delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the pre-close deployment technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Mild calcification was reportedly present at the right common femoral artery access site. The perclose proglide device instructions for use state under the special patient populations section that the safety and effectiveness of the perclose proglide smc devices have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at the access site. The other five perclose proglide devices, referenced were filed under separate medwatch manufacturer reports. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Additionally, six unused, sterile proglide devices with same part and lot number as the complaint devices, were returned and tested. Functional testing was performed successfully on five of the six sterile devices. During testing of one of the six returned sterile devices, a deployment failure occurred; however, evaluation concluded the failure was likely due to testing error and no device malfunction was confirmed on the returned devices. Based on a visual and functional analysis of the returned devices, there is no indication of a product deficiency. A review of the lot history record and complaint history of the reported lot was not required as there was no indication of a product quality deficiency. As the analysis indicated no issues, there is no deficiency in this case.